Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 117 mg/dl and the sensor glucose was 0 mg/dl at the time of the incident. Low 40 mg/dl, 54 mg/dl, 53 mg/dl and then increased to 280 mg/dl and then down to 78 mg/dl and 252 mg/dl. Customer treated for high blood glucose by using insulin pump and declined troubleshooting for the high blood glucose. Customer reported that, the sensor cannula it is curved to the left. The current blood glucose was 188 mg/dl. The blood glucose values were troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was unknown. Suspend on low limit in sensor settings was 60 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance and sensor passed per specifications. Performed bicarbonate buffer test and sensor failed per specification due to high readings.